Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose (bg) level was 454 mg/dl with trace ketones, which was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.